Event description:
3/22/92;the patient was post op one day - #3 radical prostatectomy with curity 20 french catheter inserted. Catheter fell out of patient, balloon had ruptered spontaneously. Similar catheter was reinserted. 3/23/92;manufacturer notified and investigated. Representative stated that the product was previously recalled. Unable to document notification of recall of catheter at hospital.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, device permanently removed from service, device recalled by manufacturer/distributor. The device was destroyed/disposed of.